Event description:
Patient was turned away from ventilator. Proper slack in ventilator tubing (and other tubing types) was ensured prior to being turned. Within seconds of being turned onto left side it was noticed that tracheostomy cannula was protruding approximately 1/2 inch from stoma. Patient was laid back down and cannula was carefully pushed back in to ensure airway patency. Closer inspection revealed that the cannula had come separated from the flange. During this time cannula was also being held in place to ensure airway protection/ prevent dislodgement of trach (this was done for the entire time it took to exchange trach). Rt and neurosurgery np/ intern were notified and came to inspect. Nicu intensivist was contacted shortly after others came to bedside. Because of potential for great complication, anesthesia and ent were also consulted and plan was formulated to safely exchange trach. Ent and anesthesia determined that the best course of action was to do it at the bedside. Through great planning between teams, the trach was exchanged without incident. Throughout the entire incident from the trach becoming broken to final exchange, the patient never desaturated or appeared to be in distress. Patient was sedated throughout the exchange.